Event description:
Device report 1 of 2. Reference MFR report# 1627487-2012-09153. The patient was implanted with two leads (same model, different lots). It was reported the pt was undertaken an elective surgical intervention to explant the entire scs system as the pt felt the system did not provide him with adequate pain relief. The pt also felt the system could shock him. Multiple reprogramming attempts were made to address the issue. A full parameter diagnostic indicated valid impedance values.

Manufacturer narrative:
Eval: results - the leads were subject to visual exam. As received the two leads were cut and damaged. The anomalies observed was consistent with the condition during the explant procedure. No functional testing could be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.